Event description:
Consumer reported complaint for e-0 error message. Daughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. On (B)(6) 2022 customer had been unable to obtain a blood glucose test result and had been experiencing symptoms. Caller stated that 911 had been called and customer had been admitted to the hospital. The diagnosis had been low blood sugar and customer was treated with insulin. Customer's sodium had also been low and he was dehydrated. Customer had then gone to a skilled nursing facility until on (B)(6) 2022. Customer has a follow-up appointment with his doctor this coming monday. During the call, a back to back blood test was not performed by the customer. Product storage was not disclosed. Customer did not have the test strips they were using at the time and was unable to provide lot information.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated they would obtain different meter due to medical conditions.